Event description:
It was reported that while testing the device, there were consistent "0004 errors" at power up. The device was returned for servicing. No patient involvement or complications were reported as a result of this event.

Manufacturer narrative:
This report is based solely on device return and analysis. No information to suggest a device-related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): the device was returned, analyzed and the analysis confirmed the customer comment regarding the keyboard pad being out of spec. It was also noted that the upper and lower cases were broken, the battery release, heart block, heart wire contacts, lead flex cover and heart lead flex was contaminated and the ring was bent.